Event description:
A report was received that the pt's ipg battery was depleting rapidly shortly after undergoing a lead revision procedure. A bsn rep analyzed the pt's ipg battery profile and confirmed the battery depletion issue. Ipg replacement surgery has been recommended.